Event description:
Customer reported that a pyxis anesthesia es system loss power multiple times during a procedure, preventing access to medication. Customer stated user had to retrieve medications from another device.. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer did not disclose any other information regarding the event. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system loss power multiple times during a procedure, preventing access to medication. Customer stated user had to retrieve medications from another device.. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer did not disclose any other information regarding the event. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and determined that the power cable was loose, causing the device to lose power intermittently. The field service engineer reseated the cable to resolved the issue. Customer confirmed that the device is operational. .

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system loss power multiple times during a procedure, preventing access to medication. Customer stated user had to retrieve medications from another device. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer did not disclose any other information regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cord in or10 was loose and osas reseated it. The field service engineer confirmed installation occurred properly and the station was running properly and issue resolved. The system functioned as intended after troubleshooted by the field service engineer.